Event description:
Clinic notes for the patient were received and reviewed. It was indicated that the patient has been having an increase in breakthrough seizures and patient will be referred for a prophylactic battery change. It is stated that the patient's device is programmed to a high duty cycle and there is concern it may deplete rapidly due to this. No surgical intervention has been reported to date no additional relevant information has been received to date.

Event description:
Implant card was received indicating the patient received a prophylactic battery change. The facility the surgery took place will not be returning the device as it was discarded.